Event description:
Olympus was informed that during unspecified procedure, the teflon pad of the device had been burned. It was unk whether the error code had been displayed or not. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was deformed. Also, there was a contact mark of the probe and jaw. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Also, because the grasping section becomes high temperature by the friction between the probe and grasping section, the ptfe pad got deformed and burned. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. The MFR history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.